Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (she underwent surgical removal of the device at). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, abdominal pain, back pain, fatigue, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian d") and menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, stress and hyperlipidemia. Previously administered products included for birth control: iud nos from 2003 to june 2013. Concurrent conditions included hypothyroidism and knee sprain. Concomitant products included diazepam (B)(6) 2014 to 2016 for anxiety as well as medroxyprogesterone acetate (depo provera) (B)(6) 2013 to september 2013, sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2013 and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), visual impairment ("vision / eye problems"), alopecia ("hair loss"), abdominal distension ("bloating") and mood swings ("hormonal changes mood swings") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), levothyroxine, ondansetron (zofran) and surgery (salpingectomy (bilateral removal of fallopian tube) and she underwent surgical removal of the device at). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, visual impairment and mood swings outcome was unknown and the pelvic pain, fatigue, migraine, headache, nausea, mental disorder, rash, weight increased, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result- total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received reporter information was added. Indication was added. New event was added vaginal hemorrhage , urinary problems, bladder problems, dysmenorrhea cramping, headaches, nausea, pain, psychological or psychiatric problems, rashes or skin conditions, , perforation fallopian , vision problems, , vaginal discharge, weight gain, hair loss, bloating. Moods swings and event outcome was added. Concomitant drug was added. Medical history was added. Treatment drug was added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian d)') and menorrhagia ('excessive and abnormal bleeding during menstruation') in an adult female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, stress, hyperlipidemia and iud expelled. Previously administered products included for birth control: iud nos from 2003 to june 2013. Concurrent conditions included hypothyroidism, knee sprain, diarrhea, insomnia, anxiety, stress, edema, tenderness, hot flashes, sleep disorder, vaginal dryness, menometrorrhagia, vomiting, panic disorder, insomnia, joint pain, ovarian pain, vulval irritation, mood swings, sleep disorder, menses irregular with excessive bleeding, tiredness, malaise, shortness of breath, penicillin allergy and heartburn. Concomitant products included diazepam22-jan-2014 to march 2016 for anxiety as well as biotin, medroxyprogesterone acetate (depo provera)3-jun-2013 to september 2013, multivitamins, plain, sulfamethoxazole;trimethoprim (mortin) since 3-jun-2013, tramadol and tramadol hydrochloride (tramadol hcl) from january 2015 to january 2017. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2013, the patient experienced abdominal distension ("bloating"). In august 2013, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). In september 2013, the patient experienced pelvic pain ("pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse"), urticaria ("rashes or skin conditions/rashes or skin conditions type: hive like rashes") and vaginal discharge ("vaginal discharge"). In november 2013, the patient experienced mood swings ("hormonal changes mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), stress ("stress") and panic attack ("panic attacks"). In december 2013, the patient was found to have weight increased ("weight gain"). In march 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). In september 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), mental disorder ("psychological or psychiatric problems") and visual impairment ("vision / eye problems"). The patient was treated with alprazolam (xanax), diazepam (valium), levothyroxine, mirtazapine (remeron), ondansetron (zofran) and surgery (diagnostic hysteroscopy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain, back pain, vaginal discharge, visual impairment and mood swings outcome was unknown, the menorrhagia, pelvic pain, fatigue, dyspareunia, migraine, vaginal haemorrhage, dysmenorrhoea, headache, nausea, mental disorder, urticaria, weight increased, alopecia, abdominal distension, anxiety, stress and panic attack had resolved and the urinary incontinence was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, mental disorder, migraine, mood swings, nausea, panic attack, pelvic pain, stress, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Post essure insertion - no. Of trailing coils: right: 1, left: 2. Previously implant date reported was: 06-jul-2013 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: successful placement of essure devices and blockage of fallopian tubes.; on 07-sep-2013: result- total bilateral occlusion.. Pathology test - on an unknown date: irregular and heavy menstrual bleeding.weakly proliferative endometrium. Ultrasound scan - on an unknown date: the left ovary appears normal in size and echogenicity. A simple cyst is visualized in the left ovary measuring 1.9 x 1.6 x 1.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : nausea,abdominal pain,heartburn,pelvic pain,dyspareunia,hair loss,weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian d)") and menorrhagia ("excessive and abnormal bleeding during menstruation") in an adult female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, stress, hyperlipidemia and iud expelled. Previously administered products included for birth control: iud nos from 2003 to (B)(6) 2013. Concurrent conditions included hypothyroidism, knee sprain, diarrhea, insomnia, anxiety, stress, edema, tenderness, hot flashes, sleep disorder, vaginal dryness, menometrorrhagia, vomiting, panic disorder, insomnia, joint pain, ovarian pain, vulval irritation, mood swings, sleep disorder, menses irregular with excessive bleeding, tiredness, malaise, shortness of breath, penicillin allergy and heartburn. Concomitant products included diazepam (B)(6) 2014 to 2016 for anxiety as well as biotin, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2013, multivitamins, plain, sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2013 and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In august 2013, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse"), urticaria ("rashes or skin conditions/rashes or skin conditions type: hive like rashes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), stress ("stress") and panic attack ("panic attacks"). In december 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced incontinence ("bladder or urinary problems or changes: incontinence"). In september 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), mental disorder ("psychological or psychiatric problems") and visual impairment ("vision / eye problems"). The patient was treated with alprazolam (xanax), diazepam (valium), levothyroxine, mirtazapine (remeron), ondansetron (zofran) and surgery (diagnostic hysteroscopy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain, back pain, vaginal discharge, visual impairment and mood swings outcome was unknown, the menorrhagia, pelvic pain, fatigue, dyspareunia, migraine, vaginal haemorrhage, dysmenorrhoea, headache, nausea, mental disorder, urticaria, weight increased, alopecia, abdominal distension, anxiety, stress and panic attack had resolved and the incontinence was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, incontinence, menorrhagia, mental disorder, migraine, mood swings, nausea, panic attack, pelvic pain, stress, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Post essure insertion - no. Of trailing coils: right: 1, left: 2. Previously implant date reported was: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: successful placement of essure devices and blockage. Of fallopian tubes.; on (B)(6) 2013: result- total bilateral occlusion. Pathology test - on an unknown date: irregular and heavy menstrual bleeding. Weakly proliferative endometrium. Ultrasound scan - on an unknown date: the left ovary appears normal in size and echogenicity. A simple cyst. Is visualized in the left ovary measuring 1.9 x 1.6 x 1.2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : nausea,abdominal pain, heartburn, pelvic pain,dyspareunia,hair loss,weight gain. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs received. Event added: psychological or psychiatric problems condition: anxiety, stress and panic attacks, event pt updated: rashes or skin conditions/rashes or skin conditions type: hive like rashes and bladder or urinary problems or changes: incontinence. Event deleted: urinary tract disorder. Event onset date were added. Treatment and concomitant medications were added. Event outcome added for: excessive and abnormal bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: incontinence, dysmenorrhea (cramping), pain during intercourse, dyspareunia (painful sexual intercourse, psychological or psychiatric problems condition: anxiety, stress and panic attacks. Suspect drug implant date updated from (B)(6) 2013 to (B)(6) 2013. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian d)") and menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, stress, hyperlipidemia and iud expelled. Previously administered products included for birth control: iud nos from 2003 to june 2013. Concurrent conditions included hypothyroidism, knee sprain, diarrhea, insomnia, anxiety, stress, edema, tenderness, hot flashes, sleep disorder, vaginal dryness, menometrorrhagia, vomiting, panic disorder nos, insomnia, joint pain, ovarian pain, vulval irritation, mood swings, sleep disorder, menses irregular with excessive bleeding, tiredness, malaise, shortness of breath, penicillin allergy and heartburn. Concomitant products included diazepam(B)(6)-2014 to 2016 for anxiety as well as medroxyprogesterone acetate (depo provera)(B)(6)-2013 to september 2013, sulfamethoxazole;trimethoprim (mortin) since (B)(6)-2013 and tramadol. On(B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), visual impairment ("vision / eye problems"), alopecia ("hair loss"), abdominal distension ("bloating") and mood swings ("hormonal changes mood swings") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), levothyroxine, ondansetron (zofran) and surgery (diagnostic hysteroscopy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, visual impairment and mood swings outcome was unknown and the pelvic pain, fatigue, migraine, headache, nausea, mental disorder, rash, weight increased, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Post essure insertion - no. Of trailing coils: right: 1, left: 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: successful placement of essure devices and blockage of fallopian tubes.; on (B)(6)2013: result- total bilateral occlusion.. Pathology test - on an unknown date: irregular and heavy menstrual bleeding.weakly proliferative endometrium. Ultrasound scan - on an unknown date: the left ovary appears normal in size and echogenicity. A simple cyst is visualized in the left ovary measuring 1.9 x 1.6 x 1.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : nausea,abdominal pain,heartburn,pelvic pain,dyspareunia,hair loss,weight gain. Most recent follow-up information incorporated above includes: on(B)(6)-2019: medical record received : lot number added. Patient details were added. Concomitant conditions and medical histories were added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.